Manufacturer narrative:
Returned for evaluation on (B)(4) 2011, was one used sheath. A visual review of the returned device noted that sheath shaft was melted at the 3cm marker (from the distal tip) and the sheath tip was missing. The reported defective fiber was not returned. The complaint is confirmed. Although the complaint is confirmed, the exact root cause cannot be determined as the fiber used during the procedure was not returned to the manufacturer for evaluation. The most likely root cause for the reported failure is that the fiber and sheath were not properly locked together. When the fiber/sheath assembly was pulled back during the procedure, the fiber was pulled into the sheath. The fiber was then fired inside the sheath causing the tip of the sheath to break off inside the pt. This cannot be definitively determined at this time as the fiber was not returned. If the fiber becomes available, the complaint investigation will be reopened and the device will be evaluated. The results of the device evaluation will be submitted in a follow up medwatch. During the review of the manufacturing records for the reported lot it was observed that the manufactured lots met all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
A pt of unk age and gender presented for an endovenous laser treatment of the greater saphenous vein. As reported by the physician who performed the procedure, during the pullback portion of the procedure when the laser generator was engaged, the laser fiber/ sheath assembly broke off inside the pts leg. The physician surgically removed the detached piece of fiber/sheath from pt. There was no permanent harm or further injury reported to the pt.